Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole less than 1mm distal of the proximal markerband. Microscopic inspection of the markerband and the tip of the device found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non-calcified coronary artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for post-dilation. However, on the first inflation at 12 atmospheres, the balloon ruptured after being inflated for 1 second. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 3.5x12 non-bsc balloon catheter. No patient complications were reported and the patient was discharged.